Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3389s-40, lot# va037lu, explanted: (B)(6) 2017, product type lead. Product ID 3389s-40, lot# va037lu, explanted: (B)(6) 2017, product type lead..

Event description:
A healthcare professional (hcp) via the manufacturer representative (rep) reported that the patient had a decrease in efficacy with no environmental/emi issues related. Impedance testing was performed which showed that electrode 10 had values over 40,000 ohms, with it noted that it was initially the most optimal electrode used. However, that electrode had not been used since electrode impedances were reported high. As a result the lead was replaced on date notified which provided optimal efficacy for the patient intra-operatively, resolving the issue. A report to see if the electrode was compromised by the previous surgeon when they placed a vascular clip to hold the lead in place instead of the stimloc was requested. No further complications are anticipated. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
Additional device evaluation information. The lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. During visual analysis of the lead, it was noted the proximal end was not returned. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis found that the lead (lot# va037lu) body was cut through, and found no significant anomalies. Conclusion code has replaced code. Result code no longer applies.